Manufacturer narrative:
Correction: it was inadvertently documented in the initial report that it was not reported if the event occurred during surgical procedure; however, upon complaint review, it was determined that the event occurred during an unspecified surgical procedure. It was reported that there was no delay to the surgical procedure and a spare device was available for use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the sagittal saw attachment device disassembled. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the unit came apart, the turn knob was loose from the set screw, the set screw was worn and unknown substance was found on the internal components, housing was worn and loctite degradation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear and failure to follow the cleaning, sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.